Event description:
Device 2 of 2: reference MFR report: 1627487-2019-03965.

Event description:
Device 2 of 2; reference MFR report: 1627487-2019-03965. It was reported the patient experienced loss of stimulation therapy from the drg system. Upon system evaluation high impedance was observed. The lead for the right side was replaced. Postoperatively, stimulation therapy was restored and the issue was resolved.